Event description:
The reporter stated that the pump was "spitting" out insulin during the load cartridge phase. The reported stated that the prime step only required 1-2 units because the prime volume is taken up during the load step.

Manufacturer narrative:
Recall # 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that a force sensor pin came loose from the flex connection. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step emitted a "no cartridge detected" warning.